Event description:
It was reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 experienced a damaged or open unit package/seal where sterility is compromised which was noted during use. The following information was provided by the initial reporter: material no: 328438, batch no: 8127730. Verbatim: issue(s): found one syringe shield damaged. Lot #: 8127730a. Item #: 328438. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx8mm, 0.3ml bd insulin syringe in an opened polybag from lot 8127730. Customer reported: found one syringe shield damaged. The returned syringe was examined, and it was observed that the cannula shield was crushed. A review of the device history record was completed for batch# 8127730. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatches #(B)(4) was created during the creation of this batch for main dial jams. Root cause: the dial needed adjusted. Corrective action: air jet was adjusted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced a damaged or open unit package/seal where sterility is compromised which was noted during use. The following information was provided by the initial reporter: material no: 328438 batch no: 8127730. Verbatim: issue(s): found one syringe shield damaged. Lot #: 8127730a. Item #: 328438. Date of event: unknown.